Manufacturer narrative:
The insulin pump was received with detached end cap, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
The customer's mother reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 98 mg/dl. The customer stated that they did an infusion set change and the bottom of the pump came apart. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.